Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ y-site connector c80 was cracked and leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. Upon inspecting the picture sample, it was determined that confirmation of any defect was not possible based on the picture sample alone. As a lot number was unavailable for this incident, a production history review could not be performed and retained samples of the same lot could not be obtained for further investigation. The product is not assembled or packaged in bd (B)(4) plant. The process performed on our plant is the sealing of the membrane on the connector. Then, this piece is sent to a subcontractor ((B)(4)) where the set assembly and packaging is carried out according to buy specification (B)(4). After the set assembly and packaging at (B)(4), some samples are sent to (B)(4) plant. Visual inspection is performed to verify the quality of the product according to (B)(4) current version. These are the inspections performed during the manufacturing process for the connector: -during molding process: - visual inspections for connectors are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc) according to ph-300 (current version) -critical to quality dimensions of all connector components are measured to check if the dimensions are within tolerance ((B)(4)). Luer cone and luer thread diameter are checked every 8 hours and at the beginning of the lot and after a machine stop with a go/no go gauge. Tip luer cone diameter is verified at the beginning of the lot and after a machine stop with a caliber. -according to (B)(4) it is checked and the correct welding and position of the membrane, the absence of cracks and dirt. -finally, leakage test is performed in the quality lab to ensure the quality and functionality of the membrane according to (B)(4) (current version). As the assembly and packaging process is performed at a subcontract location, bd sent the information to the subcontractor for further evaluation. Upon evaluation from both the subcontractor and bd representatives, a cause for the alleged defect could not be determined.

Event description:
It was reported that a bd phaseal¿ y-site connector c80 was cracked and leaked. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that a bd phaseal¿ y-site connector c80 was cracked and leaked. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.